Event description:
Event description guidant received information that upon interrogation, no r-wave value was observed in a patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead. The clinician also reported two stored episodes in which an inhibition of ventricular pacing occurred due to oversensing. The patient presented to the clinic in complete heart block.